Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16778. It was reported that the patient presented for a device change out. Prior to procedure, the right ventricular (rv) lead exhibited gradually increasing lead impedance. The rv lead also exhibited fluctuations in sensing tests and capturing tests, but the tests were within normal range. The left ventricular (lv) lead exhibited high capture thresholds. No crush, fracture, nor insulation degradation was noted with x-ray testing. Both leads were explanted and replaced on (B)(6) 2019. The patient was stable prior, during, and post procedure.